Manufacturer narrative:
Evaluation summary: the lot number was provided. The product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The cartridge information was not provided. The customer indicated the use of a handpiece, which is not qualified for the approved lens/cartridge combinations for this lens model. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the ophthalmic surgeon, who reported that the symptoms were improving after the initial medical treatment. The surgeon's clinical judgment was that the event was non-infectious as it responded to steroids.

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed aseptic postoperative inflammation. Additional information was received from the surgeon, who reported that the patient's problem is aseptic endophthalmitis. Approximately one week following surgery, anti-inflammatory treatment was administered. The following week the anterior chamber inflammation became negative. A bacterium inspection was not performed.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information was requested and received. Initial reporter: zip code is not indicated at this time. (B)(4).